Event description:
It was reported that during a hip procedure, the liner broke during impaction. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 00620205422 - tm modular cup ¿ 64553146; 00625006525 ¿ bone screw ¿ j7378276; 00771301500 ¿ m/l taper stem ¿ 64960515; 00784802300 ¿ kinectiv neck ¿ 65595695; 00877503602 ¿ biolox head ¿ 3133374. Visual examination of the returned product/provided pictures identified nicks, gouges, scratches, deformation, and rim fracture. Polar boss is deformed from attempted implant. Outer spherical surface shows gouges. Fracture is noted near the anti rotation scallops and the lock ring groove. Gouge damage is noted on the damaged rim. No other damage was noted. The liner was sent to fracture analysis. Results: the liner was not centered or aligned with the cup when it was impacted, and the misalignment during impaction resulted in the fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A root cause for this event cannot be determined. Event was previously reported under a different MFR number, see 0001822565-2023- 00339. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.